Event description:
It was reported that the right atrial lead exhibited low impedance during a device change out procedure. The lead was connected to the new device and remained implanted. The patient was stable after the successful procedure.

Manufacturer narrative:
(B)(4).